Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. Resolution of the device issue through touchscreen replacement could not be confirmed. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen does not work. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse ordered a replacement touchscreen for the repair.

Manufacturer narrative:
The field service engineer (fse) will replace the touchscreen and calibrate once replaced to resolve the reported issue. The investigation is ongoing.